Manufacturer narrative:
The following items were received from the customer for investigation: -one new list #cl2100, chemolock¿ port; lot #7452076 -one new. List #mc33688, 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer; lot #6367736. The return devices were visually inspected and no visible defects or anomalies observed. The connection between the new male luer of the cl2100 chemolock port and the female luer of the four viable microclave connectors at the proximal end of the new mc33688 extension set were successful and secure. The male luer of the new cl2100 chemolock port met iso design guidance. The complaint was unable to replicated or confirmed during lab testing and evaluation. The device history record (DHR) for 7452076 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. D9 - date returned to mfg: 09-nov-2022.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ port. The customer reported a chemolock disconnect where the spinning piece detaches from the tubing during the middle of a chemotherapy infusion. The staff reported that they have to re-prime the chemo line resulting in chemo wastage, the patient receiving less than prescribed dose, a delay in completion of chemotherapy, and chemotherapy exposure to an active toddler patient. There were drops of chemotherapy identified on the patient¿s skin, clothes, bed and floor. It was further reported that the device in question can be easily removed when it is connected (luer-based) to list number mc33688 [4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer]. There was patient involvement; however, no human harm was reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter phone contact details:(B)(6).